Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling and ECG monitoring functional stress testing without duplicating the report. The multifunction cable used during the reported event was not returned for evaluation. The device was recertified and returned to the customer with a new multifunction cable. Review of device logs showed evidence of intermittent contact with the multifunction cable and is likely the result of a loose connection. The defib cable receptacle was replaced as precaution. Analysis of reports of this type has not identified an increase in trend.